Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the customer reported system error 345 alarm which was not reproduced during evaluation. A review of the event history log identified 'system error 345' messages. Evaluation tested the pump with a load ran at a rate of 400ml/hour for 15 minutes in order to check the thermistor sensor temperature and the upper thermistor sensor temperature reading stayed above the lower thermistor sensor temperature reading, and the difference was around 4 degrees. The cause was determined to be an ultrasonic sensor which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity). There was no known patient injury or medical intervention associated with this event. No additional information is available.